Manufacturer narrative:
(B)(4). The technical support engineer troubleshot the issue with the customer over the phone; the customer to replace the breath delivery to graphic user interface cable. Medtronic was not authorized to service the ventilator.

Event description:
The customer reported that the 840 ventilator's graphic user interface became inoperable and the display went blank. The ventilator was not on a patient at the time of the event.